Manufacturer narrative:
Any additional information provided by the customer will be included in a follow up report. (B)(4). Results of investigation: carefusion certified service technician was unable to verify the customer's reported issue. The ventilator passed 75 hour extended tests at the customer's settings. The ventilator passed the lap top ventilator final test. Internal inspection did not reveal any abnormalities. Review of the event trace did not reveal any abnormal conditions. All other event trace entries are consistent with normal ventilator operation. The unit passed all testing and met all carefusion manufacturer specifications.

Event description:
It was reported to carefusion that lap top ventilator 1150 stopped delivering air/flow while connected to a patient. The patient was immediately removed from the unit and placed on a back up ventilator. The customer confirmed there was no patient harm associated with the reported event.